Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by a stomachache and turbid (cloudy) pd effluent. The cause of peritonitis was not reported. Treatment was not reported. On unreported dates the patient was hospitalized for the event via the emergency room and the patient was recovered from the peritonitis. At the time of this report, physioneal therapies were ongoing. No additional information is available.